Event description:
Resident has a fracture of the right lower leg. Upon investigation it appears that while being transferred from lounger, residetn's right foot lodged in the sliding u shaped foot rest attached to chair. As a result:all foot rest have been removed for this style chair in house.